Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Tubing was disconnected from the sensor board. The tubing was re-connected to address the issue. The device had evidence of tampering.